Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty patient board set.

Event description:
A user facility reported to olympus that when they attached the camera, the screen was black; if the camera was placed close to something then the image on the screen was full of red lines. The problem, as reported to olympus, occurred on preparation of use for a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The device evaluation confirmed failure of the ap board. Based on the result of the device evaluation, the legal manufacturer determined that, due to the age of the device, it is likely that deterioration of the device on the set of ap board, due to long-term use, resulted in a failure condition, resulting in a symptom in which the image was not imaged and a red line appeared on the screen when the camera was approached.